Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, patient was revised on the right side on (B)(6) 2008, due to a loosening of the acetabular cup.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive, unusual and/or awkward movement and/or activity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-00622 / 03486).

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 1998. It was further reported patient underwent a revision procedure on (B)(6) 2003 due to bone loss and pelvic discontinuity. Subsequently, patient was revised on the right side on (B)(6) 2008 due to pain and loosening of the acetabular cup.